Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The paitent's blood glucose (bg) levels rose up to 310 mg/dl. The patient reportedly has been experiencing episodes of hyperglycemia for two weeks. The patient contacted her diabetologist and several flow rate changes were implemented as well as a change of pod. Despite several attempts to manage the situation at home, hospitalization proved necessary. The doctor requested a change of pod and personal diabetes manager (pdm) along with change of injection site and insulin batch. Hospitalization began on (B)(6)2024 and is still ongoing. Further medical tests are underway, and the only treatment put in place for the time being has been to increase insulin doses and switch to multiple daily injections to alleviate the problem. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.